Event description:
It was reported that the patient was deceased. An obituary found online states that the patient was admitted to home hospice care due to complications of temporal lobe epilepsy. Soon after arriving home, patient slipped into a coma and passed away on (B)(6) 2012. Cause of death and its relationship to vns are unknown. The patient's funeral home was unable to provide any relevant information. Patient's death certificate could not be requested as the manufacturer does not have the eligibility to request it per the state's criteria. An internal sudep evaluation was performed by the manufacturer which determined the death to be unlikely sudep. Attempts for additional relevant information from the neurologist was unsuccessful to date.